Event description:
Knee replaced; difficulty walking/climbing stairs; knee pain. Information was received on 25-oct-2006 from a male patient with a medical history of osteoarthritis of the knees. The patient classified his pain as severe and stated that it drastically limited his activities and made routine activities such as walking and climbing stairs very difficult. The patient had his three synvisc injection a year ago (unknown date) and he had terrific pain. His physician gave him a steroid injection in both of his knees. The patient had one of his knees replaced on an unknown date and he was to have his other knee replaced on the following day. At the time of this report, it was unknown if the patient had recovered. Steroid injection, knee replacement.